Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26 mm sapien 3 valve in the aortic position, the patient¿s pressure dropped and a large pericardial effusion noted from 2 left ventricle perforations from the wire. A sternotomy was performed and the patient was put on pump. As the commander delivery system was removed, the valve was inadvertently stripped off the system. This was thought to have been due to the flex catheter not being up against the valve. As the patient continued to decline, the valve was implanted via the direct aortic route through the open sternotomy. The second valve was successfully placed in the native aortic annulus. However, the patient was not able to recover from the extreme blood loss from the ventricle perforations and apical injury, and expired. The first valve was left floating un-deployed in the descending aorta.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Functional, dimensional and visual analysis could not be performed. A review of DHR, IFU/training materials, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the device was the source of the complaint. Physicians are instructed to ensure the valve is centered on the flex tip, retract the valve and delivery system into the sheath ensuring the valve is completely inside the sheath and just past the sheath tip, and then withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. It was reported that as the commander delivery system was removed, the valve was inadvertently stripped off the system. This was thought to have been due to the flex catheter not being up against the valve. Based on this account, it is likely that the valve was not centered and flush with the flex tip and was not retrieved into the sheath during system retrieval. Furthermore, the patient¿s access vessel was noted to have moderate/bulky calcification and minimal tortuosity. These patient factors could have caused additional difficulty in retrieving the delivery system and valve. Although a definite root cause is unable to be determined, available information suggests that patient/procedural factors described above contributed to the reported event. Due to the device and/or procedural imagery not being returned for evaluation, the complaint for ¿delivery system ¿ valve dislodged from balloon¿ was unable to be confirmed. No manufacturing non-conformances were identified. Since no IFU/labeling inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the april 2017 control limits for the applicable trend categories, no corrective or preventative action is required at this time.